Event description:
The customer reported the primary and secondary medication sets were following simultaneously with an unidentified colleague infusion pump. This condition occurred during patient use. The secondary set was connected to the upper y-site of the primary set. Normal saline was being administered in the primary bag and an antibiotic, cephalosporin, was being administered in the second bag. The flow rates of the primary and secondary solutions are unknown. Due to the customer reported simultaneous flow, an overinfusion is being reported. There was no patient injury or medical intervention associated with this incident. The pump was not set aside and, as a result, the serial number is unknown. No additional information is available.

Manufacturer narrative:
The reported condition of simultaneous flow could not be confirmed because the device was not returned to baxter for evaluation. The facility did not set the pump aside and continued to use the device after the reported condition without any further reported complications.